Manufacturer narrative:
Pump passed the displacement test. Pump received with motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the device and passed. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 160 mg/dl. During troubleshooting, customer reported that drive support cap was sticking out. Customer reported to have been playing around, which may have caused damage. Customer was advised that insulin pump would need to be replaced.